Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during preparation for use the error e116 which indicated the camera control unit malfunctions was displayed. The facility used another operating room and completed the procedure. There was no report of patient injury associated with this event.